Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient weight-unk. This product is manufactured in the u.s., but not marketed in the u.s. Results: contra-indicated use-patient (B)(6). (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -10.00 into the patient's left eye (os) on (B)(6) 2017. After implantation, the lens flipped over and was immediately (same surgery) exchanged with another lens of the same size and diopter. Problem was resolved. As the lens was removed from the eye, it tore.

Manufacturer narrative:
Lens was returned in liquid in lens vial. Visual inspection found haptic torn. (B)(4).